Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the freestyle libre 2 reader. Customer reported "button 3 of the touch screen does not respond" and as a result, she experienced sweating, disorientation, and a loss of consciousness. Customer was unable to self-treat and had contact with an hcp who provided (B)(6), sugar, apple cake, and oral glucose as treatment for a diagnosis of hypoglycemia. A reading of 36 mg/dl was reported; however, it is unknown on what device and when this reading was obtained in relation to the medical event. There was no report of death or permanent impairment associated with this event.